Event description:
It was reported that every time the patient urinates, he experiences episodes of syncope. The physician had another vns patient who experienced syncope (reported in mfg report #1644487-2016-02764). Based on her experience with that patient, she is now concerned that this patient¿s syncope was related to vns therapy. However, there is no indication that the syncope is related to the vns since the events only occur when the patient urinates. No additional relevant information has been received to date.